Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a natural birth and after the perineum wound was sutured with absorbable suture, the patient returned to the hospital for pain of the wound. It was found that the absorbable suture did not fall off automatically and had a little bleeding. Potassium hypermanganate was used to wash and soak the wound to promote healing after removing the suture.